Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff and pump were explanted and a new aus cuff and pump were implanted. Further information requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff and pump were explanted and a new aus cuff and pump were implanted. Further information requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.